Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Expiration date: unk. Implanted: unk. Explanted: unk. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon was having issues with the cq2015 collamer three piece lenses that they were using. The lenses were tearing. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.